Event description:
It was reported that the patient developed an infection and was taken to surgery. During the surgery, the patient started bleeding and the surgeon cut the lead and explanted the generator and portion of the lead. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR. Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
Clarification was later received that per the hospital, the patient was not explanted and is still implanted with the same vns. Programming history was reviewed for the implanted device and confirmed that the device was still being programmed after 2014 and was functioning as intended. No additional, relevant information was received to date.